Event description:
It was reported that the caller experienced an issue with a cartridge not fitting properly into the pump. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support instructed the caller to inspect and clean the pump¿s pneumatic area and remove a stuck o-ring. Following these instructions, the caller was able to load the cartridge successfully and resume insulin delivery. No further action was required as the issue was resolved.